Manufacturer narrative:
Ortho performed batch review and complaint review by lot and master lot. The product was expired when the complaint was reported so retain testing could not be performed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting abo discrepancy with one patient sample when tested on the provue analyzer and manual tube testing. Issue reported on 7-26-2018. Qc data: daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. 1) (B)(4) (this event for lot 082417037-50) and (B)(4)- customer states that the patient first presented in (B)(6) 2017. They were tested on the provue with one of two mts gel card lots and the results obtained were b positive. 2) ((B)(4)) - patient re-presented on (B)(6) 2018 and was typed on the provue using different gel card lot . Once again b positive was the result generated. Account tested the patient again on (B)(6) 2018 using a new sample and performing tube testing (provue was not available and it was stat testing ) - this time they saw reactivity with anti-a . Anti-a = 2 +, anti-b = 4+, a1 cells =2+ , b cell = neg, because of the forward and reverse discrepancy the customer tested the patients cells with a1 lectin, anti a1 lectin = neg, a2 cells= neg. Customer is suspecting patient could be an axb with anti-a1 in the plasma. They perform absorption and elution studies - using acid and lui elutions. They were able to demonstrate anti-a in the eluates so account now considers this patient to be axb with anti-a1 in the plasma. No harm came to the patient. Currently they only will dispense b pos red cells and ab plasma.